Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6)2023. Data was provided for investigation; however, investigation of provided data cannot confirm or disconfirm the allegation or determine a probable cause. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)